Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent could not be released. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
(B)(4) stent kinked. A visual evaluation found that the stent was loaded on the delivery system when received. The guide catheter was kinked/bent and stretched. The hub was broken off from the proximal end of the guide catheter. The stent and push catheter were bent in several locations throughout. The suture hole on the push catheter was slightly torn. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the stent and catheters. With the stent and catheters bound by kinks and bends, the device would fail to deploy the stent. Continued effort to deploy the stent would cause stretching of guide catheter and eventually breaking it. Therefore, 'operational context' is selected as the most probable root cause for the complaint.